Manufacturer narrative:
Device evaluation based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed opening on posterior side assessed as surgical impact opening. Shell thickness within specification ¿ granuloma: unable to observe since it is not related to the device ¿ deformation: unable to observe since it is not related to the device additional observations: ¿ observed non penetrating nicks on the device.

Event description:
Healthcare professional reported "rupture of the right device discovered by mammography and confirmed by MRI¿, ¿leakage of the prosthetic material", ¿dystrophic fibrous shell with resorptive granulomas of foreign body type on prosthetic material¿, and ¿aesthetic malformation¿ device has been explanted. This record relates to right side.

Event description:
Healthcare professional reported right side rupture, granuloma, and deformation. Patient undergone capsulectomy. The device has been explanted.

Manufacturer narrative:
Continued: h.6. F2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: granuloma and rupture.

Event description:
Healthcare professional reported rupture and granuloma. The device has been explanted. This record relates to right side.